Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation of the device, low battery voltage was noted while still in the box. The device was not used.